Event description:
It was reported the customer was unable to perform an infusion set change. The customer stated they were not able to enter the rewind mode. The customer also stated their bolus was ongoing even though they programmed a square bolus. Customer's blood glucose was 162 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).